Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call of high blood glucose of 511mg/dl to 600mg/dl and was 111mg/dl at the time of the call. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No further high blood glucose troubleshooting was performed and no further details given. The product was not returned for analysis.